Manufacturer narrative:
.

Event description:
It was reported that the customer received a button error alarm on the insulin pump while the insulin pump was in her bra. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 373 mg/dl and she treated with manual injection. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.